Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient remains in the hospital and continues to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4) - (reuse). Electrode belt sn (B)(4) - 11/2014 ( reuse). Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. The patient was in the hospital and conscious at the time of the event. It was reported that the hospital nursing staff was present on the unit when the patient screamed from the treatment. The response buttons were not pressed during the event. The patient remains in the hospital and patient continues to wear the lifevest.